Manufacturer narrative:
Per the tandem user guide: you must enter your transmitter ID correctly into your pump to receive sensor glucose readings. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received intermittent invalid transmitter ID alerts. Despite multiple attempts, a sensor session was unable to be started. Reportedly, the patient had attempted to enter the incorrect transmitter ID. Cts educated customer they must enter the correct ID for the transmitter to connect. No additional patient or event information was available. A root cause could not be determined. A replacement transmitter was sent to the customer.